Manufacturer narrative:
The device has not been returned to omsc for evaluation. The user facility reported the video connector socket was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated that there was the communication problem between the device and the endoscope repeatedly occurred. And the service department of olympus (B)(4) reported that the error b30 did not occur when the endoscope was connected to another video system center. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined because the device was not returned, however there is possibility that the reported event was caused by the following; the user connected the video connector to the device without drying it sufficiently or with foreign material (chemical residue, scale, sebum stains, dust, gauze fluff, etc.) On it. The pins and locking of the video connector socket have worn out and failed due to repeated use for a long period of time, because the device has been delivered for more than 5 years. Omsc concluded that communication between the endoscope and the video system center may have failed due to the unstable electrical contacts of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.